Manufacturer narrative:
. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin found bacilli in sterile unused broth bottles. The following information was provided by the initial reporter: they found bacilli in sterile/unused broth tubes.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin found bacilli in sterile unused broth bottles. The following information was provided by the initial reporter: they found bacilli in sterile/unused broth tubes.

Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2244936 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed there are other complaints that have been taken on this batch for contamination/non-viable organisms. Retention samples from batch 2244936 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degree c incubator and the other tube was placed in the 33-37 degree c incubator. At the seventh day of incubation there were no signs of growth or turbidity. A gram stain was also performed on the retention sample and no organism was found. No photos were received to assist with the investigation. Returns were received to assist with the investigation. Thirty-four tubes from batch 2244936 were received in a large shipping box with bubble wrap. In all 34/34 returned tubes, the media did appear hazy. All thirty-four tubes were incubated at 33-37-degrees celsius. At the end of a seven-day incubation period media appearance was still hazy. A gram stain was performed and non-viable gram-negative rods were observed under the microscope. This complaint can be confirmed based on the evidence provided by the returned samples received. Bd will continue to trend complaints for contamination/non-viables. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. If there is uncertainty about the validity of the gram stain, the culture should be re-incubated for another hour or two and the test repeated before a report is given. The returns for this batch showed visible sediment that was determined to be non-viable organisms. The amount of sediment in tubes, when distributed throughout the media, makes the media appear hazy and is outside of the clarity specification, of light to medium light yellow, trace hazy to clear for this product. While non-viables are possible in the media, the amount observed has created an appearance defect. A complaint trend was not identified for contamination, including non-viables, or appearance in this product per bd procedures.